Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentrations of doxorubicin and etoposide, at an unspecified rate, via a pump. On an unspecified date, it was reported that an unspecified volume of solution leaked from the air vent of the filter of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the solution that leaked was cleaned up according to the user facility's protocol and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.